Event description:
It was reported that midway through a da vinci s hysterectomy procedure, arcing was observed from the "crease" of the tip cover accessory installed on the monopolar curved scissors (mcs) instrument. The surgeon proceeded with the procedure using a replacement tip cover accessory. After some time of use, the replacement tip cover developed a hole; however, arcing through the tip cover was not observed. In addition, the surgeon reported that the isi recommended electrical surgical unit settings were used and collision of the mcs instrument with another instrument was not observed. The procedure was completed with a replacement tip cover accessory. No pt harm, adverse outcome or injury was reported.

Manufacturer narrative:
The tip cover accessory has not been returned for evaluation. The root cause of the customer reported failure mode cannot be determined. If additional information is received, a follow-up MDR will be submitted.